Event description:
A cartridge change error was reported with the pump. The impact on the customer's blood glucose level was not provided, but it was indicated that the level did not exceed 500 mg/dl. The customer was instructed to inspect the cartridge o-ring, which was found to be in place and undamaged. Despite additional assistance being offered, the customer refused further help and preferred to wait for in-person support from a tandem representative.